Event description:
(B)(4). I started to get burning sensations all over my body. When they would appear they would turn into red lines and/or rashes. With an intense itching. This would go on for an hour sometimes. My period went from a 3 day light flow to a 7 day heavy flow with clotting and massive cramps. Some days I couldn't even get out of bed, some days I would have to take a heating pad to work. I started having hair loss.